Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that there were issues regarding medfusion 4000 pump. Feeding was set to deliver 12ml of formula over 15 minutes in a 20ml vygon feeding syringe. The 12ml of formula was delivered faster than 15 minutes, the pump read "feeding complete" but there was still 4:23 remining on the time on the pump and the syringe was empty. Pump was removed from patients bedside and sent to biomed. No adverse patient effects were reported.